Event description:
It was reported that during a lap anterior resection procedure the device did not staple but cut. New resection. A new resection of tissue was necessary and the patient got a protective temporary ileostomy. Patient is fine.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Summary of the op report from the surgeon: lar because of carcinoma of the rectosigmoid. Medial laparotomy of the lower abdomen, cutting of ample fatty tissue, opening of the fascia and the body cavity. No metastases of liver palpatory. Preparation of space dorsally of mesorectum to mobilize the stenosing tumor. When trying to mobilize the tumor ventrally it breaks open thus opening the rectum. Two cm below the tumor the rectum is amputated with a contour stapler. Then preparation of oral sector of rectosigmoid colon and application of pursestring clamp at convenient place. Introduction of 28mm (covidien) stapler head. Relocation of colon into small pelvis and transanal introduction of circular stapler. When pushing the stapler into oral direction. As a second resection would be a problem a purse string is knotted and the (covidien) circular stapler inserted, again. Purse string suture is pulled tight around extended trocar and stapler head is fixed and closed. When testing the anastomosis lower tissue ring is not complete. Small air bubbles during leak test. Visually the anastomosis seems fine. So it is decided on leaving it like this, inserting a drain and creating a protective ileostoma. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.